Manufacturer narrative:
The pump had intermittent button response on the act button due to corroded keypad traces. The pump had minor scratches on the lcd window, a cracked reservoir tube lip, a cracked reservoir tube window, a cracked reservoir tube, cracked battery tube threads and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The healthcare provider reported via phone call that the buttons were unresponsive on the insulin pump. The customer reported having issues with the act button. The customer's blood glucose was unknown. The customer did not recall any significant events leading to the alarm. The insulin pump will be returned for analysis.